Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (not powering up monitor ) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was excessively discharged battery cells. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4), reporting that the battery pack was unable to power up a monitor.